Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant of the atrial lead access was difficult. Because of this capture and sensing values became marginal however it was decided to leave the lead as is. Later during the post-implant check there was loss of capture and likely dislodgement. The lead was repositioned and placed more superiorly. The lead remains in use. No patient complications have been reported as a result of this event.